Event description:
It was reported that the surgeon swiftly injected the micl12.6 implantable collamer lens into the eye, resulting in part of the lens getting stuck and tearing. The lens was removed without any patient injury. The reporter stated this was the first time the surgeon used the nanopoint injector system and the incident was due to a user's error.

Manufacturer narrative:
Visual inspection of the returned product showed the lens was received stuck inside the injection system. The plunger was bent and overridden. There was evidence of a clear surgical residue.